Manufacturer narrative:
Assessment by merz: the events occurred in compatible local and temporal relationship. Injection site infection (serious) and injection site abscess (serious) are expected based on the current valid mexican instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported swelling and pain are considered to be symptoms of the infection and the reported nodule and induration are considered to be symptoms of the abscess. Off label use of device and product preparation issue are only coded for formal reasons. A dilution of radiesse with saline for the injection into the face, cheekbones and mandibular arch region is no approved indication for radiesse in mexico. A possible confounding factor could be the concomitant treatment with botox. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with doxycycline including draining of the abscess with a resolving outcome. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious events injection site infection and injection site abscess because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician and concerns a 64-year-old (ambiguously reported as 65) female patient (weight: 75 kg, height: 160 cm). The patient was injected subdermally with a total of 3 ml of radiesse into the face, cheekbones and mandibular arch region, for face biostimulation and sagging, on (B)(6)2025. Radiesse was injected slowly using a 25 g cannula. Retroinjection technique was used. The patient was injected with 0.2 ml of radiesse per injection point (reported as per vector). Two syringes of radiesse were used. Each syringe of radiesse was diluted with saline (product preparation issue, off label use of device) in a 1:1 ratio and with 0.2 ml of lidocaine and injected into each half of the face. Her concomitant medications included losartan and botox® in the top third area. Patient phototype on the fitzpatrick scale was iii. The patient was previously injected with juvederm hyaluronic acid into the cheekbones, without complications, in 2020. The patient's medical history included heart problems, metabolic disorders, arterial hypertension and diabetes mellitus. She was not pregnant or lactating and had no allergies. She had no surgical interventions in the treated area. No contraindicated activity was performed and no skin condition was presented on the treated area. The patient did not use radiesse or similar products before. On (B)(6) 2025, 17 days after the radiesse injection, the patient experienced the initial swelling, in 2025, the patient experienced more swelling, an inflammatory nodule, chronic infection on the right cheekbone and an abscess which was painful and indurated. The initial swelling subsided after 4 days with a cold compress and a massage. On (B)(6) 2025, the swelling appeared again, and the right cheekbone increased in size and was painful. On (B)(6) 2025, the physician started with doxycycline. At the time of this report, the swelling continued and the area was softer. An abscess was suspected. The physician opened the abscess with an 18 g lancet needle, aspirated and pus came out. The physician left approximately 0.5 cm of the abscess opened. It continued to drain serohematic. A treatment with antibiotic doxycycline was recommended for the following 15 days. Cleanliness was also recommended. The physician left it open to allow drainage, but it felt indurated, as if there was nodule in the base. Final diagnosis was not confirmed. Last time that physician saw the patient was on (B)(6) 2025. The corrective treatment was prescribed to prevent a threat to the patients life or to prevent permanent damage to a body structure or function. No facial paralysis or weakness was included. The outcome of the events was reported as resolving. In the opinion of the reporter, the events were of moderate intensity and were highly probably related to the radiesse injection.

Manufacturer narrative:
Assessment by merz: the events occurred in compatible local and temporal relationship. Injection site infection (serious) and injection site abscess (serious) are expected based on the current valid mexican instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported swelling and pain are considered to be symptoms of the infection and the reported nodule and induration are considered to be symptoms of the abscess. Off label use of device and product preparation issue are only coded for formal reasons. A dilution of radiesse with saline for the injection into the face, cheekbones and mandibular arch region is no approved indication for radiesse in mexico. A possible confounding factor could be the concomitant treatment with botox. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with doxycycline including draining of the abscess with a resolving outcome. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious events injection site infection and injection site abscess because treatment was deemed necessary to prevent a permanent damage. Merz reassessment due to follow-up information received on 15-aug-2025: the outcome of the events was reported as resolved. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events injection site infection and injection site abscess because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician and concerns a 64-year-old (ambiguously reported as 65) female patient (weight: 75 kg, height: 160 cm). The patient was injected subdermally with a total of 3 ml of radiesse into the face, cheekbones and mandibular arch region, for face biostimulation and sagging, on (B)(6) 2025. Radiesse was injected slowly using a 25 g cannula. Retroinjection technique was used. The patient was injected with 0.2 ml of radiesse per injection point (reported as per vector). Two syringes of radiesse were used. Each syringe of radiesse was diluted with saline (product preparation issue, off label use of device) in a 1:1 ratio and with 0.2 ml of lidocaine and injected into each half of the face. Her concomitant medications included losartan and botox® in the top third area. Patient phototype on the fitzpatrick scale was iii. The patient was previously injected with juvederm hyaluronic acid into the cheekbones, without complications, in 2020. The patient's medical history included heart problems, metabolic disorders, arterial hypertension and diabetes mellitus. She was not pregnant or lactating and had no allergies. She had no surgical interventions in the treated area. No contraindicated activity was performed and no skin condition was presented on the treated area. The patient did not use radiesse or similar products before. On (B)(6) 2025, 17 days after the radiesse injection, the patient experienced the initial swelling, in 2025, the patient experienced more swelling, an inflammatory nodule, chronic infection on the right cheekbone and an abscess which was painful and indurated. The initial swelling subsided after 4 days with a cold compress and a massage. On (B)(6) 2025, the swelling appeared again, and the right cheekbone increased in size and was painful. On (B)(6) 2025, the physician started with doxycycline. At the time of this report, the swelling continued and the area was softer. An abscess was suspected. The physician opened the abscess with an 18 g lancet needle, aspirated and pus came out. The physician left approximately 0.5 cm of the abscess opened. It continued to drain serohematic. A treatment with antibiotic doxycycline was recommended for the following 15 days. Cleanliness was also recommended. The physician left it open to allow drainage, but it felt indurated, as if there was nodule in the base. Final diagnosis was not confirmed. Last time that physician saw the patient was on (B)(6) 2025. The corrective treatment was prescribed to prevent a threat to the patients life or to prevent permanent damage to a body structure or function. No facial paralysis or weakness was included. The outcome of the events was reported as resolving. In the opinion of the reporter, the events were of moderate intensity and were highly probably related to the radiesse injection. Follow-up information was received on 15-aug-2025: in (B)(6) 2025, the patient was still the same with the lump and was continuing antibiotics. On (B)(6) 2025, the symptoms subsided. The outcome of the events was changed from resolving to resolved.